Event description:
Six year old male child was treated for skin burns resulting from the continued use of an enuresis alarm. Parents used the enuresis alarm as directed however the device has an electrical/mechanical defect causing it to overheat and burn the child's neck while he was asleep. Assisting nurse has appropriately treated the child and recommended parents to discontinue using and enuresis alarm. The particular brand is the malem ultimate alarm which burnt the child. Excess heat has also caused the back housing of the alarm to bend and change shape. The patient is still recovering from the incident and has burn scars on his neck. We expect the scars to fade away within 3-5 months.